Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Please note, actual quantity of devices affected is 2. Device still implanted.

Event description:
It was reported by the customer that screws have come loose post-operatively. The associated plate has no reported malfunction. No revision surgery was performed and no adverse consequences nor delay in surgery were reported.